Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient, who is experiencing "black out episodes", may be having episodes of ventricular tachycardia (vt) that the device is not capturing. The device did not capture atrial or ventricular high rate (ahr, vhr) episodes as expected by the physician. Reprogramming the lower vt rate to optimize it for the patient's particular arrhythmia was suggested and the device remains in use. No further patient complications have been reported as a result of this event.